Event description:
The pt's system was removed due to infection. No additional info was provided. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.